Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. The patient¿s implantable cardioverter defibrillator (ICD) triggered recommended replacement time (rrt) for normal battery depletion one week prior to the patient¿s death. The patient experienced a ventricular fibrillation (vf) arrest in which six shocks were delivered without terminating the episode. It was questioned if there was sufficient ICD battery available in which to terminate the vf episode.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.